Event description:
It was reported that the programmer made a loud noise and then was unable to be turned on again. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to be turned on and the power supply was replaced to resolve. It was additionally noted that the latch tabs on the power cord door were broken, the hinge plate was worn, a rubber foot on the lower case was missing, the stylus insulation was cracked at the pen body and the system fan was noisy. All found defective parts were replaced and the new stylus calibrated with the overlay. (B)(4).